Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump battery unresponsive. Customer stated that in the middle of changing the batteries the insulin pump button unresponsive. Customer's blood glucose at that time was 128 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No high pitch sound or unexpected audio anomaly was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.